Manufacturer narrative:
Correction: section d.6b. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2021, the recipient was reportedly reimplanted with another advanced bionics cochlear device. The recipient's device activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced wound issues in (B)(6) 2020. The recipient presented with an infection and stitch abscess. The recipient was given multiple courses of oral antibiotics and topical treatments, however, the issue did not resolve. The recipient's allergy test was negative. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis.. A review of the device history record was completed and noted rework on the welds. This is not believed to be related to the adverse event. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing issues at the implant site and possible allergic reaction. The recipient is presenting with skin breakdown. On (B)(6) 2021, the recipient underwent a cleaning and a biopsy and culture. The results were negative. Revision surgery is under consideration.